Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. No intervention was performed and the patient will be monitored. Approximately five months later, boston scientific technical services (ts) was consulted due to additional inappropriate shocks. Ts reviewed the device¿s memory and noted that recent episodes are showing large abrupt changes in signal amplitude which is not physiologic. This indicates that there is an intermittent break in the sensing vector which could be related to a connection issue, the suture sleeve going over the proximal electrode or an issue within the electrode. Since the physician is unable to recreate this in clinic with device/electrode manipulation and patient testing, ts recommended surgical intervention. Surgical intervention was performed and it was confirmed that the suture sleeve was covering the proximal electrode. The physician elected to replace the whole system.